Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch inspect was missing on the drawer. A field service engineer replaced the latch inspect and rebooted station. Customer tested by inventorying the drawer and test was successful. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 was failed and the latch inspect was missing on the drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.